Manufacturer narrative:
This case was sent to the manufacturer for investigation. Further investigation was impossible due to lack of information. There is a low probability of false positives occurring. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. The test does not differentiate between sars-cov and sars-cov-2. Test interference from patient-specific factors, such as the presence of human antibodies (for example, rheumatoid factor, human antimouse antibodies(also known as hama), or other non-specific antibodies) or highly viscous specimens could lead to false positive results. Samples with common human cold coronavirus, influenza virus, rhinovirus metapneumovirus, and adenovirus have also possibility of causing false positive result for sars-cov-2. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).

Event description:
The initial reporter stated they have been having a high false positive rate in the rebound population of an unspecified number of patients participating in a covid-19 clinical trial and tested with the roche covid-19 at-home test. The rebound population of patients is defined as patients who tested positive for covid-19, took paxlovid, and were cleared of covid-19. Within 14-21 days of clearing covid-19, these patients tested positive with the roche covid-19 at home test. Within 15 minutes, these patients are tested with pcr tests from an unknown manufacturer and have negative results with this test. The reporter stated that the issue occurred with patients at different sites, with one site having a false positive rate as high as 40 %.

Manufacturer narrative:
Medwatch field e1. State was provided as (B)(6), but the state is not known. The state information was requested, but not provided. The investigation is ongoing.